Event description:
On (B)(6) 2012, the reporter contacted animas, alleging that her blood glucose (bg) readings increased when the pump cartridge got down to 20 units. No additional information regarding the issue was provided. The patient did not provide specific bg readings and there was no mention of signs/symptoms with the elevated bg readings. The patient declined to review the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4): the daily insulin delivery totals were reviewed and were found to correctly reflect the users programmed basal rates showing the pump was delivering accurately up until the last date used by the patient. Review of the black box and alarm history show no alarms or errors associated to the complaint. The pump was tested on a 29 hour flow test and the pump passed the required test and was found to be delivering within the specifications. Investigators were unable to duplicate the compliant during the investigation. There was no defect found.

Manufacturer narrative:
Correction: the pump has been returned and evaluated by product analysis on 01/10/2013 and not on 07/10/2012 as previously reported.